Manufacturer narrative:
Pump passed seat/rewind and occlusion tests. Pump had no audible tone due to broken transducer wire.

Event description:
Customer's mother reported having no audio tone. Troubleshooting was performed and pump is being returned for analysis.